Event description:
A hospital reported that a water out alarm was generated by a fisher & paykel healthcare mr850 respiratory humidifier because water did not feed smoothly into a mr290 humidification chamber. No pt consequence was reported.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation.